Event description:
It was reported that during a transurethro-ureteral lithotripsy procedure, the balloon ruptured. The balloon was inserted into the ureteral opening, inflated using the leveen inflation device included in the kit, and ruptured. Under fluoroscopy, it was found that a perforation occurred, contrast media had leaked into the retroperitoneum and the pt was taken to surgery to repair damage to the ureter. Upon removal, the balloon was found to be torn along the length of the balloon. The entire balloon was successfully removed from the pt with no fragments remaining in the pt. The pt's condition is reported as "stable".

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the prod family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.